Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump experienced a cracked touchscreen and subsequently powered off and would not turn on, rendering the device nonfunctional and no longer watertight; the device was replaced and the user was advised to consider backup therapy and to continue cgm use as needed. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included replacement of the device and a request to return the damaged unit. Investigation included remote review of available use history and contact attempts to obtain the device for evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.